Event description:
The stapler cut but no staples were fired. There was a 5cm opening on the stomach requiring surgical repair. The o.r. Time extended by approximately 30 minutes and it likely shortened the gastric tube reconstruction.